Manufacturer narrative:
Initial 3 of 6. E1: patient city: (B)(6). Patient country: spain. (B)(6). Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced six infusion sets have untaped due to perspiration water exposure and or accidentally catching and untaping event on (B)(6) 2026.